Manufacturer narrative:
(B)(4). Device evaluated by MFR: device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as: 2134265-2014-03006 and 2134265-2014-03246. It was reported that pullback failure occurred. The ilab motor drive unit was used in conjunction with an opticross¿ coronary catheter intended to visualize the an unspecified lesion. During percutaneous coronary intervention (pci), pullback became unable to be performed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.